Manufacturer narrative:
(B)(4). Date sent 3/24/2025. D4 batch #210d27. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage along with the ancillary trocar. The ancillary was noted damaged from the tip. The breakaway washer was present, cut and there were no staples present. No battery was received. When the test battery was installed, the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples, a new washer was placed on the device. The device was reset and tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Additionally, photos were provided and they showed the condition of the reported event. The condition of the ancillary trocar is related to an improper use. Please refer the instructions for use: attaching the ancillary trocar to the anvil: the ancillary trocar is shipped in the staple retaining cap of the echelon circular powered stapler. To remove the ancillary trocar from the staple retaining cap, grasp the finger notches and pull straight out, parallel to the retainer body. Place the blunt end of the ancillary trocar into the anvil shaft. Rotate the ancillary trocar with respect to the anvil shaft approximately 45 degrees to ensure secure attachment. The event described could not be confirmed as the device performed without any difficulties. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 210d27, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device cdh29p lot number c9ep96 and no non-conformances were identified. Additional information was requested, and the following was obtained: 1. Was there any other issue noted with the staple line other than bleeding/oozing (malformed staples, staple line missing staples, etc.)? No other issues reported. 2. How much blood was lost (ml)? Approximately 5ml blood loss. 3. Did the patient require a transfusion? No transfusion required. I followed up with dr yesterday 2/20 and patient hgb normal with no rectal bleeding. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a robotic low anterior resection that after the firing and removal of the device, prior to closure a colonoscopy was done and a vessel within the staple line was seen to be actively bleeding. The vessel was clipped to stop the bleeding. There were no adverse consequences reported.